Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged belief that the pump was not delivering insulin. Additionally, the customer reported that the site reminder did not annunciate as expected. In addition, the customer reported that the pump was "not working" at higher altitudes. Reportedly, the customer was unable to provide details regards the alerts that had been declared. Although requested by tandem technical support, the customer declined to upload the pump data logs to perform troubleshooting for the reported issues. Reportedly, the customer continued using the pump for insulin therapy.

Event description:
There was no reported impact to the customer's blood glucose level.